Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an article, "retrieval of embolized transcatheter aortic valves in left ventricle through apical ventriculotomy", following the implant of a sapien valve (size and model are unknown) via the transfemoral approach, the valve embolized into the ventricle. A second sapien transcatheter aortic valve was successfully deployed. The initial valve was retrieved through a left mini-thoracotomy and ventriculotomy. During the tavr procedure, a sapien valve was deployed via the transfemoral approach. Seconds after placement, the valve embolized into the lv. Wire access was maintained, and a second sapien valve was deployed in the appropriate position. A left anterior mini-thoracotomy was performed to create a vertical ventriculotomy and the embolized valve was removed. The patient was discharged on postoperative day 6 with no additional complications and was doing well at follow-up. The patient expired more than three years after the initial procedure.

Manufacturer narrative:
The PMA for the edwards sapien xt transcatheter heart valve is p130009; however, at the time of this event, device was not sold or marketed in the u.s. By edwards lifesciences. Edwards lifesciences has investigated the reported event. In this case, at the time of the event, the device was not sold or marketed in the u.s. By edwards, and was not similar to any edwards device marketed or sold in the u.s. It has been determined that this event does not meet the criteria of a complaint or a reportable event. Reference for article: ailawadi, g., downs, e., mehta, g., kern, j., lim, d. S. (2016). Retrieval of embolized transcatheter aortic valves in left ventricle through apical ventriculotomy. Wiley periodicals. Retrieved from http://www.ncbi.nlm.nih.gov/pubmed/26846685.